Manufacturer narrative:
(B)(6). The device was received for analysis; but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, it was found the plug of the exoseal was prematurely deployed outside of the patient. Therefore, the exoseal was changed to new one. The procedure was finished successfully. There was no reported patient injury. The device will be returned for analysis. The patient's information was unknown. The target lesion was the unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The product was not clinically used. An unknown approach was made with an unknown sheath for an unknown procedure. It is unknown if the physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. The femoral site was not previously closed and did not have any pre-existing conditions. The vcd showed no visible signs of damage and was prepped according to IFU instructions. It is unknown if there was resistance/friction experienced as the vcd was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible click was heard. It is unknown when during the procedure the plug prematurely deployed; however, it occurred outside of the patient. It is unknown if the deployment lever was depressed with the device prematurely deployed.

Manufacturer narrative:
Please note that the lot and catalog number provided in the initial MDR was reported as incorrect by the customer since a different size device was received for analysis. The correct product information was provided and populated in section d accordingly. Complaint conclusion: as reported, it was found that the plug of the exoseal was prematurely deployed outside of the patient. Therefore, the exoseal was changed to new one. The procedure was finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was unknown. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The product was not clinically used. An unknown approach was made with an unknown sheath for an unknown procedure. It is unknown if the physician achieved certification on the use of the exoseal. Femoral artery suitability and the angle of access were unknown. The femoral site was not previously closed and did not have any pre-existing conditions. The exoseal showed no visible signs of damage and was prepped according to the instructions for use (IFU). It is unknown if there was any resistance/friction experienced as the exoseal was advanced through the sheath, or if the sheath locked properly against the cowling. However, an audible ¿click¿ was heard. It is unknown when during the procedure the plug prematurely deployed; however, it occurred outside of the patient. It is unknown if the deployment lever was depressed with the device prematurely deployed. One non-sterile 6f exoseal vascular closure device (vcd) was received for analysis inside a plastic bag. The exoseal deployment lever was received depressed and the plug already deployed (not returned). The indicator window was received on red/white position; the guard was found depressed. Per visual analysis, neither damages nor blood residues observed on unit. The inner diameter of the delivery shaft was measured and results were found within specification. Per functional analysis, it was attempted to reset the guard and indicator wire to replicate the deployment process. Even though it was possible to reset the guard, the indicator wire could not be reset because the deployment button was already activated and the internal mechanism/components had changed their original placement. Per microscopic analysis, the internal components and mechanisms were inspected and no blockages or damages were detected. The trigger was properly assembled. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event of ¿deployment difficulty-premature deployment¿ reported by the customer was not confirmed due to the condition in which the unit was received. The exact cause of the event reported could not be conclusively determined. However, procedural or handling factors could have contributed to the reported event. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.